Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Components remain implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The clinical affairs department reported that during the triathlon clinical trial a patient is complaining of pain, "clunking" on walking and the knee giving away. It is further reported that the primary left total knee replacement took place on (B)(6) 2007, followed by a routine orthopaedic follow-up on (B)(6) 2008 where the patient complained about the pain and "clunking" on walking and giving way of the left knee. It is further reported that a left knee arthroscopy took place on (B)(6) 2009 where the findings were "moderate scar tissue around prosthesis, particularly the notch, small amount superior to the patella button. This was removed." It is further reported that during the arthroscopy there was no evidence of loosening or overt wear. It is further reported that during routine orthopaedic follow-ups on (B)(6) 2009 and (B)(6) 2009 the patient stated that the "clunk" whilst walking continues. It is further reported that the patient was informed that this was completely normal with a total knee replacement. Please find details attached in the documents tab.